Event description:
The device involved with this event has been returned to compass health brands and evaluated on 6/14/2017. The customer stated that the back of the bath & shower seat broke off by the two rods that hold the back onto the bottom of the seat. On the returned device, the metal tubing was found to have split/cracked where the pre-drilled holes are for the hand screws to go through - as a result, the backrest had fully detached from the rest of the unit.

Event description:
The customer was sitting on the bath/shower seat, and the back broke off by the 2 rods that hold the back onto the bottom of the seat. The customer received a knot on the back of her head, and did go to the doctor after a week or so. Both a mother and a daughter had used this device: the users are (B)(6) year-old females (mother & daughter), (B)(6). At the time of the break, the mother was using the device, and was being supervised by a caregiver. It was placed on a porcelain-coated surface. The feet were free of cracks/splits, and all four legs (of the seat) were reported as touching the ground. The snaps were also reported as having been securely-locked; the seat was reported as having been checked (maintained) weekly.